Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: event occurred in japan functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. There was a loose terminal that had slid up out of place. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. No other damage was found. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the battery issue is attributed to the manufacturing process. The root cause of the stuck plunger cannot be determined at this time. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery preparation the battery got hot, and the saline was not spraying. There was no patient involvement. Due diligence is complete and there is no additional information available. During device evaluation, it was discovered that the batteries were leaking electrolyte.